Manufacturer narrative:
Correction: lot number for the field generator is 0400002294. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A system checkout was conducted and confirmed the allegation with the field generator. The device was replaced and the system functioned as intended. Upon return of the field generator, analysis was conducted and no failure was found with the field generator. Other relevant device(s) are:field generator 9731203 em mobile. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a functional endoscopic sinus surgery (fess) procedure. It was reported that the electromagnetic device was not recognizing when plugged into the system. Troubleshooting confirmed that with the interface that the emitter was showing one fault. They disconnected the emitter from the system and the electromagnetic system returned to green status. There was no impact to the patient outcome and no delay to the procedure. Previous emitter issue mentioned is captured in pe (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a functional endoscopic sinus surgery (fess) procedure. It was reported that the electromagnetic device was not recognizing when plugged into the system. There was an emitter communication issue. Troubleshooting confirmed that with the interface that the emitter was showing one fault. They disconnected the emitter from the system and the electromagnetic system returned to green status. There was no impact to the patient outcome and no delay to the procedure. The procedure was completed without the use of the navigation system.